Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during surgery the product split open and fell apart while inside patient. Additional information has been requested from the reporter.